Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): (incorrect or inadequate test result).

Manufacturer narrative:
To investigate the issue, customer complaints received to date were reviewed. The review of this data did not identify any problematic complaint activity that would indicate the product is performing contrary to its claims. To evaluate the assay's performance, an internal troponin-I panel was tested with architect stat troponin-I reagent lot, 42894un10. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel was within specification. This demonstrates that the assay can accurately detect known concentrations of troponin-I. The investigation determined that the product is performing as intended.

Event description:
The account generated an elevated architect troponin-I result of 0.153 ng/ml for a patient sample at 9:00 a.m. A second sample was collected from the same patient at 12:00 p.m. And the result was 0.005 ng/ml. The 9:00 a.m. Sample was then retested generating a result of 0.009 ng/ml. No impact to patient management was reported.